Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. A review of the device history record (DHR) was performed for this valve. This device was manufactured per approved and released manufacturing processes and met all applicable manufacturing specifications prior to release for distribution. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 4 years 9 days post implant of this 25mm aortic bioprosthetic valve was replaced valve-in-valve with a 26mm transcatheter aortic valve due to severe aortic stenosis. No additional adverse patient effects were reported.